Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no related evidence found in the pump event history log, however, an upstream occlusion alarm was detected as well as "wrong cassette" alarm messages after the cassette was latched. During testing, the pump was displaying "wrong cassette" alarm message each time a cassette is latched. Visually inspected the pump and found it had fluid ingression. The "failed pressure tests" issue was caused by fluid ingression. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.

Event description:
Information was received indicating that this ambulatory infusion pump failed pressure tests. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.